Event description:
A customer reported to baxter (B)(4) regarding the vialmate reconstitution device in which the customer was unable to transfer solution from the unknown IV solution bag to the unknown drug vial. This was observed during priming. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available at this time .

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the plant for evaluation. The reported condition of "unable to transfer solution from the infusion bag to the vial" was confirmed. Visual inspection was performed and it was noted that the vialmate unit was reconstituted incorrectly resulting in drug obstructing the needle. Functional test were not performed due to the product being only a single use device. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.